Event description:
The customer reported of a leak coming from the probe of the coulter ac*t diff analyzer. The customer indicated that they had recently changed the peri pump tubing. The customer was wearing personal protective equipment consisting of gloves and a lab coat and no exposure or injury was reported. Customer technical support (cts) advised the customer to drain the instrument and verify if the peri pumps were working. The customer then tried to run a sample and noted that 1 to 2 ml of fluid had leaked from the probe and onto the counter. The customer also stated that high backgrounds on white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb) and platelet (plt) results were observed. No erroneous results were reported out of the laboratory and there was no change to patient treatment associated with the event. Beckman coulter field service engineer (fse) was dispatched and replaced a defective pinch valve (lv10) and check valve to vacuum isolation chamber (vic) drain. Instrument was then verified and results met published specifications. Failure mode is determined to be a defective lv10 and check valve to vic.